Event description:
It was reported that a revision surgery was performed due to infection. All implants were removed.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the devices are intact and show very little damage. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. An evaluation performed by our research lab noted scratches were observed along the upper half of the stem, especially near the proximal end and on the anterior. Scratches and tool marks were noted on the polished femoral neck on the anterior and posterior. These may have occurred during removal of the device. No cement was found adhered to the stem. There was some slight burnishing on the lateral side. Some deformation was observed on the edge of the inner femoral head. No visual indications of failure could be found. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.